Event description:
Doctor reported post-op infections from two pts having received bunionectomies on the same day. Pt#1: doctor attempted to introduce the catheter first from the outside in, then inside out. Pt experienced infections at both insertion and incision sites. Three days following surgery, the doctor squeezed pus out from both sites.

Event description:
Pt arrived for routine follow up four days post op. Infection was noted at the insertion site only. Both pts were treated with antibiotics and seen in 2004. Infections have subsided in both pts. Cultures taken from both cases came back negative. Co does not expect any further info and consider this matter closed.